Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced syncope before and after the implant of their implantable pulse generator (ipg). Attempts to gain more information were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.